Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. H2: correction/additional information. D4: lot no - additional information. D4: model no - additional information. D4: UDI - additional information. D4: expiration date - additional information. H4: device mfg date - additional information. H4: device mfg date - additional information. H6: event problem and evaluation codes ¿ additional information. B3: date of event - correction.

Event description:
Subsequent to the initial MDR, a correction is required.